Event description:
Event description guidant received information that this implantable atrial lead had high bipolar impedance measurements (>2500 ohms). However, the unipolar impedance was 1220 ohms. Additionally, there was no atrial capture, but spikes were seen on the ventricular channel when the atrium was paced.